Event description:
Physician notes indicate that while engaged in removing a no longer needed tesio catheter, the red tesio catheter snapped off. On fluoroscopic examination, it showed one half of the tesio catheter was still in the internal jugular veil. The pt required vascular surgery on 9/2/98 to remove it. Physician examination: right neck: there are two incisions that are well-healed. The catheter is easily palpable. There is a cheesy type or fibrotic type of reaction at the skin insertion site.